Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized one or two months ago due to hypoglycemia. The customer does not remember the exact date. The customer stated that they over bloused for the meal and their blood glucose level fell. The blood glucose reading at the time of the event was in the 40's causing the customer to loose consciousness. The customer called the paramedics and was taken to the emergency room. The blood glucose reading at the time of the phone call was 104 mg/dl. No further information was reported.